Manufacturer narrative:
The insulin pump was received with blank display due to short at lcd driver board. Unable to verify keypad or backlight anomaly due to blank display. The insulin pump has cracked case at battery tube threads, reservoir tube lip and minor scratched lcd window.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported, the customer received a keypad anomaly. The customer stated their act button was unresponsive. Customer's blood glucose was 345 mg/dl. The customer's blood glucose was treated with a manual injection. The customer could not recall any significant events leading to the keypad issues. The customer was advised to disconnect from the insulin pump and revert to a back-up plan. No additional information provided.